Manufacturer narrative:
Only the lumbar catheter was returned. The lumbar catheter was patent, but did not meet the requirements for leak testing due to a tear approximately 23 cm from the distal flow holes. It is unknown how or when the damage occurred. There was proteinaceous debris observed on the exterior of the catheter. The lumbar catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the lumbar catheter was found to be cracked intraoperatively at 12 cm length. According to the report, the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient.